Manufacturer narrative:
The serial number for this is within the "beginning 1999" population.

Event description:
It was reported that the patient experienced withdrawal symptoms in 2008 which required a visit to the emergency room. A pump reservoir volume discrepancy greater than 25% was noted at a recent refill. There was more volume than expected. The expected reservoir volume was 2.5 ml; 18 ml were withdrawn. No other volume discrepancies have been noted. The reporter stated that the medication dosage was increased a couple of times and "it didn't work". The patient will undergo a rotor dye study, catheter dye study and possibly replacement of pump. Additional information has been requested from the hcp, but was not available as of the date of this report.